Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with fortum injection 1 gram (route, frequency, and duration not reported) and reflin 1 gram (route, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. Hospitalization was reported to be ongoing. The patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 3.